Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read high; however, a bg value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.